Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, a xience v stent was implanted in a mid, left anterior descending artery and approximately 4 years 4 months later, on a follow up visit, the patient complained of progressive exertion right chest tightness (unstable angina) occurrence over the past 6 weeks, beginning on (B)(6) 2013 the angina was present while at rest. The patient was hospitalized on (B)(6) 2013 and diagnosed with a non-st elevated myocardial infarction (nstemi). There was elevated troponin I levels of 0.24 ng/ml (upper reference limit 0.03). There was a reported percutaneous coronary intervention which was possibly related to the study device and the symptoms resolved on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.